Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Reportedly, customer was not performing the proper air removal techniques. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not function as intended; tandem technical support requested the customer upload the pump logs, however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed.